Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Approximately 127 months after implantation ventricular oversensing was reported. The rv lead was deactivated, but remains in the patient. A new rv lead was implanted instead.